Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 40 mg/dl for ¿hours¿, so she self-treated by eating. The patient was wearing an omnipod insulin pump. The patient also experienced vomiting during this time. At an unspecified time later, the patient then had a ¿high bg¿ after all the eating (no specific bg meter value was provided). Therefore, the patient attempted to calibrate her dexcom device but passed out before being able to do so. The patient¿s daughter and granddaughter treated the patient with 15 units of insulin and the patient recovered after treatment. It is unclear how long after treatment the patient regained consciousness. Emergency medical services was not called, and the patient was not taken to the hospital. At the time of the report, the patient felt, "a little off". No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.